Manufacturer narrative:
(B)(4). The device was evaluated by a philips field service engineer, and the symptom was verified. The issue was localized to a failed power supply assembly. The power supply was replaced to resolve the issue. The device passed testing and remained at the customer site.

Event description:
The customer reported no more battery charge. No pt involvement reported.